Event description:
The customer reported that when hitting the rotate button, the screen blacks out and the footpedal does not hold pictures.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reloaded the software. He checked and verified the system was operational by taking several fluoro xrays, saving with foot pedal and recalling image. No more blank images were seen.